Event description:
It was reported that the dexcom g7 cgm experienced signal loss to the ilet, leading to the pump not pairing with the sensor despite attempts to toggle between g6/g7 settings, re-enter the pairing code, and restart the ilet; the sensor was subsequently replaced and the new sensor entered warmup. Symptoms included no reported adverse clinical effects. Outcomes included dosing interruption with a ¿dosing stops soon¿ notification. Investigation included troubleshooting and user education on cgm pairing and device restart. Investigation of this case revealed that the ilet successfully entered pairing mode but did not connect to the initial sensor, and function resumed with a replacement sensor in warmup. It was concluded that the event was consistent with cgm-to-pump communication failure limited to the ilet, resolved by sensor replacement and standard pairing procedures.